Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the handset was not holding a charge as long. Pt stated when they first got handset they were only charging once per week and reported now they are charging "about every other day" (pt stated they charge handset to 100%, then handset is at 50% when they charge again). Reviewed to close all apps and power off handset when not in use. Pt will monitor handset battery status after trying these suggestions and will call back if not seeing an improvement. Pt reported they noticed when their handset completely depleted/handset is not powered on they can't pee. Pt stated they first noticed this "probably about 2-3 weeks ago" and reported it felt like they were "about to pop" due to not being able to pee. Reviewed therapy and external equipment general overview. Pt stated their understanding was that they had to keep their handset powered on at all times for their therapy to work. Reviewed therapy and external equipment general overview. Reviewed considerations regarding therapy changes. Pt will monitor symptoms following education on the call and will adjust stimulation as needed.